Event description:
Adverse event(s): no present injury or harm (no consequences or impact to pt). Product problem(s): laser would not fire (failure to fire), communication lost between laptop and laser (computer software issue). An ophthalmic tech reports the laser was armed, but when the surgeon depressed the footswitch, the laser did not fire. Communication was lost between the laser and the laptop. The procedure was reloaded and downloaded from the laptop to the laser and the site continued with the surgery day. No further problems were encountered and no pt injury was reported. Add'l info provided indicates the flap was created by a mechanical microkeratome and the surgeon put the flap down during the troubleshooting. The tech stated the delay was longer than 10-15 minutes, and the surgeon has not noted any outcome concerns for this case. The pt's left eye and the rest of the surgery day were completed without any further issues.

Manufacturer narrative:
The territory mgr (tm) provided assistance via phone. The tm had the site reboot the laser, download the procedure and fired the treatment onto pmma disk to verify the procedure delivery. Then the procedure was re-entered into the laptop computer, downloaded to the laser computer and the treatment was completed. (B)(4).